Manufacturer narrative:
The hospital believes that mark v provis serial number (B)(4) was the injector involved in this event; however, the site could not identify with certainty whether injector sn (B)(4) was involved in this event. The site declined to have bayer service come to the site and perform a check of either of the two injectors. Both of the site's injectors were last checked by bayer service on august 7, 2018 and were found to be performing to specification. The hospital has indicated that they do not believe the injector was at fault in this event. The hospital reported that they believe the injector was not correctly filled with contrast by the radiographer. Disposables involved in the event were reported to have been discarded by the site and the lot numbers are unknown. Bayer records show that provis injector training was performed at the site at the time of injector installation and applications training. The bayer account manager has now provided the hospital with an additional copy of the mark v provis operation manual and the provis training checklist. Clinical applications training has been offered to the site and we are awaiting their response.

Event description:
The customer reported that approximately 40ml of air was injected into a patient's aortic root while connected to a mark v provis injector. The patient suffered rapid deterioration and a cardiac arrest. After resuscitation the patient was transferred to a higher level of care. No further information was provided regarding the condition of the patient.